Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure date was in 2008. The pt had previously undergone ptca during which an rx vision was implanted in the distal rca. The pt was being treated for a new lesion in the rpda during this index procedure. Predilatation was performed prior to stenting with one xience v stent. No procedural complications were reported. During a 12 month follow-up phone call, the subjects wife provided info regarding the subjects death; however, no details were provided regarding the cause of death. The pt was taking aspirin and clopidogrel at the time of death. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident. The pt effect of death, as listed in the xience v IFU, is a known adverse event associated with coronary stenting procedures and is not necessarily an indication of a product quality deficiency. Reportedly, there is no report of any product malfunction identified during the procedure that could have contributed to the reported death. There is no indication of a product quality deficiency, a definitive cause for the reported pt effect, and the relationship to the product, if any, cannot be determined. The multi-link rx vision coronary stent system is being reported under another MFR number.